Manufacturer narrative:
The cause for the discordant (B)(6) confirmatory result is unknown. The instrument is performing within specifications. No further evaluation of the device is required. The (B)(6) confirmatory IFU states in the interpretation of results section: "for diagnostic purposes and to differentiate between acute and chronic (B)(6)infection, the detection of (B)(6) should be correlated with patient clinical information and other (B)(6) serological markers. It is recognized that current methods for detection of (B)(6) surface antigen may not detect all potentially infected individuals. A (B)(6) test result or invalid confirmatory result does not exclude the possibility of exposure to or infection with (B)(6)."

Event description:
A falsely confirmed (B)(6) result was obtained on a patient sample. The patient sample was (B)(6) and tested with the advia centaur xp (B)(4) confirmatory (conf). The result confirmed (B)(6). The patient sample was tested on an alternate method and the result was (B)(6). It is unknown if patient treatment was prescribed or altered. There was no report of adverse health consequences due to the discordant (B)(6) confirmatory results.